Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer has been informed that philips lawyer was notified via email that a patient is asserting claims for damages and compensation for pain and suffering. The patient is now threatening legal action if compensation is not provided by november 22, 2024, along with an acknowledgment of liability for any future damages. No additional details have been disclosed. The device was returned to a third-party service center for investigation and evaluated on october 17, 2023. During the evaluation of the device, the third-party service center visually inspected the device and found contamination from dust/dirt. There was no evidence of foam particles or degradation. The customer requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.